Event description:
It was reported by service report that the timing link was broken and the head left siderail would not latch. It is unk if there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Result: timing link.